Event description:
It was reported that the bed had CPR switch failure. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #: (B)(4).

Manufacturer narrative:
An hillrom technician inspected the bed and found a malfunctioning pcb causing the system CPR switch failure. The pcb was replaced to resolve the issue. Per the hillrom service manual, perform annual preventive maintenance procedures to make sure all versacare® bed components are functioning as originally designed. Examine the condition of the two CPR release handles, CPR cable, and CPR mechanism on the head motor. Make sure the screws are installed and fully tightened. Operate the head section to the high position, then engage one of the CPR releases. Make sure the head section lowers. Adjust the CPR cable as necessary. Do the same tests on the other side of the bed. Release the CPR handles and make sure the mechanism locks correctly when you operate the head up control for a few seconds. A search of the hillrom maintenance records resulted in no pm records found for this serial number. It is unknown if the facility performs preventative maintenance on their beds. The malfunctioning pcb was replaced and the bed is now functioning properly. Based on this information, no further action is required.